Event description:
It was reported that the radio frequency (rf) programmer head did not recognize devices. The rf programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The programmer rf (radio-frequency) head failed testing and would not recognize devices because the cable was out of electrical specification. It was also noted that the upper case lens was broken. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.